Event description:
Pt fell in 2007 and became unstable, painful knee with swelling. Found patella sheared off from fall.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Review of the device history records did not reveal any manufacturing anomalies or deviations. A search of the complaint database did not reveal any other reports of device fracture against the manufacturing lot. The investigation could not verify or draw andy conclusions about the reported device fracture; however, provided info indicated the pt experienced trauma (fall) which was a likely contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be received, the investigation will be reopened.